Event description:
The importer reported that a user facility reported that a patient sustained a blister at the treatment site following use of the alma harmony system.

Manufacturer narrative:
Clinical evaluation determined that the reported injury is transient in nature and may result in short-term pih in the single spot area. The reported skin reaction is consistent with known and anticipated adverse reactions associated with energy-based treatments, as described in the device labeling. The device was inspected and found to be operating within manufacturer specifications, and no malfunction was identified. Although this event does not meet the criteria for mandatory reporting under 21 cfr part 803, this report is being submitted as a good faith report.